Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleed was unable to be determined as sufficient clinical information and product were not provided for the investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that following implant of an impella 5.5 pump for patient support, the site continued to bleed. A jackson-pratt drain was already in place and the patient was given 2 units red blood cell (rbc) and 4 units of platelets to counteract the blood loss. Support continued with the implanted pump.